Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. Detailed product information was not provided to bsc. Good faith efforts to obtain the information will be made. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After post-map was completed with a non-boston scientific mapping catheter the farawave catheter was inserted into the sheath to perform additional ablation. When aspirating after the catheter was inserted past handle of sheath there was an abnormal number of bubbles that could not be cleared despite additional aspirations (three times with a 20cc syringe). At this point, the catheter was removed from sheath and there was noticeable blood dripping back at the sheath valve. The sheath was replaced and the procedure was completed successfully without patient complications. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After post-map was completed with a non-boston scientific mapping catheter the farawave catheter was inserted into the sheath to perform additional ablation. When aspirating after the catheter was inserted past handle of sheath there was an abnormal number of bubbles that could not be cleared despite additional aspirations (three times with a 20cc syringe). At this point, the catheter was removed from sheath and there was noticeable blood dripping back at the sheath valve. The sheath was replaced and the procedure was completed successfully without patient complications. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the faradrive sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. The sheath did not pass leak and aspiration testing. Inspection of the hemostatic valves found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. The reported clinical observations were confirmed by the analysis results. Detailed product information was not provided to bsc. Good faith efforts to obtain the information will be made. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.